Manufacturer narrative:
Return of product has been requested. No physical return provided, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Brush head sheared off from the arm of the brush; came off of the shaft [device breakage]. No adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown (oral-b pro) on (B)(6) 2016, the oral-b brushhead, version unknown sheared off from the arm of the brush. No symptoms developed. 24-feb-2016 received follow-up: the consumer reported the type of brush head used was oral-b precision clean. No symptoms developed. 07-apr-2016 received follow-up: the consumer reported the brush head came off the shaft when she was cleaning her teeth. She also reported the brush heads had been discarded. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head sheared off from the arm of the brush [device breakage]. No adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown (oral-b pro) on (B)(6) 2016, the oral-b brushhead, version unknown sheared off from the arm of the brush. No symptoms developed. 24-feb-2016 received follow-up: the consumer reported the type of brush head used was oral-b precision clean. No symptoms developed.